Event description:
It was reported that the patient's ans device died due to a battery problem. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).